Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: the staples were malformed at the third firing for making a gastric tube. The surgeon states, the staples started to be malformed as firing progressed and were scattered. The fallen staples were retrieved from the cavity and a new device was opened to complete the procedure. There was oozing and unanticipated tissue loss. The case was not extended by more than 30 minutes. No reinforcement material used.